Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the reported event was caused by deterioration of the device. Error 24 occurs when the pump head is mechanically blocked. An internal defect of the control board can also trigger this error. In this case, the controller board was the cause of the error message. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the error message reported by the user was confirmed. The unit was failing to activate the pump motor when the footswitch was pressured due to a faulty sa controller board. Additionally, the unit operated with a noise due to a worn out gear box unit. The aforementioned components were replaced, successfully tested, and the device was returned to the customer on 15jan2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, during procedure preparation, the olympus afu-100 displayed error message e24. There was no patient harm or consequence as a result of this event.